Event description:
No additional information regarding the clinical observation was available. The device was explanted and replaced four months later for normal battery depletion with no adverse patient effects reported.

Manufacturer narrative:
This report will be updated if additional information is received.

Manufacturer narrative:
Analysis of the returned device is pending.

Event description:
Boston scientific crm received information that a health care provider requested a boston scientific field representative be paged to provide device interrogation assistance for a syncopal patient whose device "was not firing." No other additional information was immediately available. The representative who was paged has been contacted for any additional information that is available. The available evidence indicates the device remains implanted and in service.

Manufacturer narrative:
This device met specifications in testing and analysis. Upon receipt at our post-market quality assurance laboratory, the device was thoroughly inspected and analyzed. Based on recorded data from device operations and an engineering calculation based on programmed values, this device met longevity expectations. Review of the stored episodes in device memory showed there were no episodes from the date of the hcp request. Review of the device memory log showed no irregularities. The device was then put through and passed a series of automated diagnostic tests that verified the performance of the defibrillation, pacing, sensing, high-voltage shocking, and recording functions of the device.